Event description:
Reporter indicated that a system diagnostics test at an office visit yielded high lead impedance. Patient was asymptomatic. X-rays were reviewed by manufacturer and no anomalies were noted. The patient underwent revision surgery where the lead and generator were replaced.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.